Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown cup, unknown; unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00143, 0001825034 - 2018 - 00144.

Event description:
It was reported that the patient's hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's hip was revised due to metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip revision 15 years post initial surgery due to metallosis. During the revision, the cup and head were removed and new cup, liner, screws and head were implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.